Event description:
It was reported that the user experienced poor pump engagement characterized by extremely low meal announcements, frequent insulin pauses, and prolonged dosing-stopped events, including a prolonged dosing stop after the reservoir ran out of insulin, consistent with an improper or incorrect use procedure; no specific device component was implicated. Symptoms included hyperglycemia. Outcomes included insufficient information regarding clinical impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.